Event description:
It was reported that the device would not properly charge defibrillation energy. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center but was unable to verify nor duplicate the reported failure. Further cause for the reported problem was not determined.